Event description:
A patient reported she typically doesn't feel a stimulation sensation, but recently began to feel a bladder sensation. The patient also reported a low battery screen and stated their ins only lasted 2 years, later it was reported the ins last 2 and half years. Additional information from a healthcare professional (hcp) reported the patient is scheduled for a battery replacement. Additional information from the patient reported the battery only lasted 2 and half years. The patient stated the steps taken to resolve the bladder sensation and ins battery not lasting long was the patient called urology center and manufacturer representative (rep). The patient also noted they have an appointment to have a new battery put in. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.